Manufacturer narrative:
The other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter identified damage to the transition tube on the catheter body.

Event description:
Information was received from an unknown source regarding a patient's implanted infusion pump containing unknown medications. The indication for use was spinal pain. The pump was returned with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.